Event description:
It was reported to boston scientific corporation that a percuflex ureteral stent was used during a ureteral stent implantation procedure to support the narrow ureter performed on (B)(6) 2023. During the procedure, it was found that the device was fractured. The procedure was completed with another percuflex ureteral stent. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of stent shaft broken. The healthcare facility information: (B)(6) hospital. (B)(6) china.